Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model# : sc-2218-50 serial #: (B)(4). Description: linear st lead, 50cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient&#38112;surgical wound was not healing properly. The patient underwent an explant procedure.